Manufacturer narrative:
The customer received remote application assistance from a remote support engineer (rse). The rse instructed the customer to log into the system configuration to select the speaker as the default. However, the speaker was still not working. The customer was further instructed to perform a reboot of the host. Afterwards the speaker was working. Based on the performed testing and the available information, the exact cause for the reported issue could not be established. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the speaker stopped working. The device was in use on a patient. There was no report of patient or user harm.